Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former and one needle suture combination in two sections were received for analysis. Product code sxpp1b119. During visual inspection of the returned sample, body fluids were noted on the needle. The suture pieces were examined, and the end was noted to be split likely caused by a surgical instrument. No evidence of suture breakage was identified during the evaluation. Functional testing was not feasible, as the suture is absorbable and the duration of its environmental exposure could not be determined. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown respiratory surgery on (B)(6) 2026 and barbed suture was used. During the procedure, the suture was broken during use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.